Event description:
Reported as "leak, port replacement performed". Information from the surgeon's office reported "the pt had the lap-band removed and converted to gastric bypass due to inadequate weight loss." Further follow up information from the physician "no complaint against the device, the leak was observed damage from previous percutaneous access attempts". Additional information forwarded from the surgeon's office; the explanted device was returned along with the copy of the operative report. The operative report noted preoperative diagnosis: 1.morbid obesity 2. Slipped lap-band. Procedure: removal of lap-band system and conversion to a laparoscopic roux-en-y gastric bypass antecolic, antigastric. No further follow up can occur at this time to clarify the initial report and the operative report diagnosis of band slippage because of the evacuation of town due to a natural weather disaster. This event is being reported because inamed's approach to compliance is to resolve all doubt in favor of reporting.